Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report 3006705815-2021-01937. It was reported that lead migration issue was observed on the leads. On april 9, 2021 leads were repositioned to address the issue. Patient was stable.